Event description:
At the end of a right shoulder arthroscopy with subacromial decompression procedure, it was noted that the patient had a minimal low-grade burn on the anterior aspect of the shoulder anterior to the anterior portal from the shoulder arthroscopy. This was likely coming from the handpiece to the bur producing extra warmth and irritation to the skin.